Event description:
The customer kept getting an incorrect dialysate weight alarm and incorrect effluent weight alarm. They did all clinical troubleshooting over the phone, changed bags but they could not get the scale to calibrate correctly. Pt was on machine but the pt had no issues. They moved the pt to an older prisma machine to continue the treatment.